Event description:
This report is for fourth of eight devices. Refer to associated manufacture reports 300599803-2010-01655, 300599803-2010-01664, 300599803-2010-01656, 300599803-2010-01659, 300599803-2010-01660, 300599803-2010-01665, 300599803-2010-01662 for a description of first, second, third, fifth, sixth, seventh, and eighth devices. It was reported to boston scientific corporation that a navigator ureteral access sheath set was inspected upon receipt at the user facility. According to the complainant, during unpacking the product, it was noticed that the hydrophilic sheath coating was peeling off of the stainless steel coil sheath. The flaking sheath coating was discovered within the packaging of the device. According to the complainant, there was no visible damage to the packaging and the sterile seals had not been compromised. There was no patient involvement in this event.

Manufacturer narrative:
Product unavailable for analysis.